Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the luminexx 6f biliary stent products that are cleared in the us. The 510 k number and pro code for the luminexx 6f biliary stent products are identified. Accordingly, this event has been determined to be MDR reportable. No hospital/medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. Images were provided, an image review and the investigation of the reported event is currently underway. Journal article citation: tsujimura, t., ishihara, t., iida, o., fujita, m., okamoto, s., & uematsu, m. (2017). A case complicated by floating fractured stent 141 months after nitinol stent implantation in the superficial femoral artery. Journal of cardiology cases, 16(2), 38-40. Doi:10.1016/j.jccase.2017.04.002. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in the journal of cardiology cases, volume 16, that balloon angioplasty was performed for in-stent restenosis (isr) of the superficial femoral artery at approximately six months post stent placement and at approximately six years post stent placement; stent fracture was also detected at those times. It was further reported that approximately 12 years post stent placement, the patient was admitted for recurrent intermittent claudication and isr was identified. Reportedly, a detached stent strut was successfully removed with a snare and the patient discharged on hospital day four with improved symptoms.

Event description:
It was reported in the journal of cardiology cases, volume 16, that balloon angioplasty was performed for in-stent restenosis at approximately six months post stent placement and at approximately six years post stent placement; stent fracture was also detected at those times. It was further reported that approximately 12 years post stent placement, the patient was admitted for the recurrence of intermittent claudication; in-stent restenosis recurred and a detached stent strut that embolized toward the right posterior tibial artery was successfully removed with a snare. Reportedly, the patient discharged on hospital day four with improved symptoms.

Manufacturer narrative:
The catalog number identified in section has not been cleared in the us, but is similar to the luminexx 6f biliary stent products that are cleared in the us. The 510 k number and pro code for the luminexx 6f biliary stent products are identified in. Accordingly, this event has been determined to be MDR reportable. Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the printed article contains x-ray images of the target vessel, taken 141 after placement of the 8x40 mm stent. In addition an x-ray video, taken at the same date was provided. Based on evaluation of the x-ray images available the reported fracture and the complete separation of the stent strut segment could be confirmed. No images of the stent fracture detected in 2005 and 2010, or images from the date the stent placed in 2004 were available. Potential factors that could have led or contributed to the event reported have been evaluated. Difficult or challenging patient anatomy, such as tortuous vessel or significant calcification may be a contributing factor for the described damages of the stent. Overlapping stent placement as described in the article may be another contributing factor. Based on the information available, no indication was found that an irregular stent placement during initial deployment may have contributed to the reported issue. However, repeated balloon angioplasty due to recurrent in-stent restenosis, as reported in this case, may have damaged the stent structure and finally caused the complete detachment of a strut segment. Based on information available and evaluation of the x-ray images provided, a definite root cause for the reported stent fracture could not be determined. Labeling review: as the specific lot number of the placed stent is unknown the version of the IFU supplied with this product at the date of implant could not be determined. However latest version of the luminexx 6f vascular has been reviewed. Correct stent placement regarding placement site, overlapping stent placement and pre respectively post dilation was found to be addressed.